Event description:
Boston scientific received information that one day after this patient underwent an elective upgrade procedure, this right ventricular (rv) lead was exhibiting elevated threshold measurements and loss of capture. An emergent revision procedure was performed as the there were periods of asystole. Efforts to reposition the lead were unsuccessful as the helix would no longer extend. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead is expected to be returned for testing. This product issue will be re-evaluated when additional details are received.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed body fluid infiltration in the helix mechanism which was extended and bent. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the lead. As observed in the lab, the extendable/retractable helix lead is susceptible to blood infiltration. Once this has occurred, extension/retraction of helix may no longer be smooth - irregularities such as sticky, hesitant, stop-and-go effect, jerky, spring-in, spring-out is likely to occur, or in some cases the mechanism could cease to function.